Event description:
Pt underwent a therapeutic procedure for placement of a biliary wallstent. The clinician was unable to advance the wallstent biliary endoprosthesis unistep plus device over the guidewire. It is not known what brand or type of guidewire was utilized. The pt did not sustain any reported complications or ill effects due to the guidewire/stent fit issue. Pt condition upon completion of the procedure is noted to be 'ok'. There is no further information available regarding this event.